Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a pulmonary segmentectomy, the deployed staples were unformed, and the staple line looked a beard at the 5th firing. The device was used on s6. It is unlikely that the device was fired on the existing staple line. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.